Manufacturer narrative:
Philips service reinstalled geo ipc software and replaced ipc+new bios (rohs compl) and xmpcard; device restored. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry movement failure occurred due to ipc software error on an allura xper fd20/10 & fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.